Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately one (1) year post initial procedure, the patient presented with the right iliac limb slipped out of the iliac and resting in the aorta with no endoleak detected. The physician plans to reline with an additional iliac limb device and will continue to monitor the patient. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported implant movement was unconfirmed due to a lack of relevant medical records and imaging. Requests were made for medical images; however, there was no response received from the hospitals. Device, user, procedure or anatomy relatedness of this event could not be determined. The final patient status was reported to be under surveillance pending a secondary endovascular procedure. The device remains implanted; therefore, no device evaluation was completed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.